Event description:
It was reported that upon inflation of the 3.0 x 15 mm trek balloon dilatation catheter (lot#20907g1) the balloon seemed smaller than expected of a 3.0 x 15 mm balloon. The hub of the device was checked and it was stated trek 2.50 x 12 mm, lot# 20825g2. The working table was checked and verified that there were no other balloons on the working table. The information leaflet (stating the atmospheres and sizes) was checked and there it was written 3.0 x 15 mm. The box and the inner pouch also were labeled as 3.0 x 15 mm, lot#20907g1. The balloon was inflated and removed without any problems. The doctor concluded that the product must have been put in the wrong packaging. A new trek balloon was used for pre-dilatation and a xience xpedition was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Analysis confirmed the difference in labeling between the device and its packaging. A review of the complaint handling database found a similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence of this type of mislabeling to be rare. Abbott identified the root cause of the mislabeling, and implemented corrective actions to prevent recurrence of this issue.